Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was a concern about the "battery of the pacemaker." Follow-up with the physician's office was attempted but no information could be obtained. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.